Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. Replacement charger was sent to the patient and it was also unable to communicate. Surgical intervention may be taken at a later date to address the issue.